Manufacturer narrative:
(B)(4). The customer reported the suspect device is available for analysis at the facility and is currently pending a field service engineer (fse) on-site evaluation. Any additional information received from the fse evaluation will be included in a follow-up report.

Event description:
The customer reported an unresolved auto cycle issue while in use on this avea ventilator. The customer reported no patient harm.

Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. The fse also installed the preventative maintenance kit part of scheduled service requested by the customer at the facility. At this time, the reported event was not duplicated and there were no failures detected with the device. The device operated to manufacturer specifications. No parts are expected to be returned for evaluation by the manufacturer.